Event description:
The user from user facility reported that the after switching the cable they had delayed reaction and then continued to run after removing hand off the trigger (run-on) during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.